Manufacturer narrative:
H11: internal complaint reference: case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The tip of the device is fractured away. The tube at the distal end, where the tip was fractured, is bent and deformed. The anchor is still seated in the forks of the tip that fractured. The blue/white suture still runs through the anchor. The blue suture is detached and has a frayed break on one end. The sliding ring has been pulled back, the lock is set, and the suture cleat has been exposed. Bio debris is present. A material characteristic found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the broken anchor include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the device dislodged include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the suture fix ultra anchor got pulled out after deployment during tightening. The procedure was finished with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The tip of the device is fractured away. The tube at the distal end, where the tip was fractured, is bent and deformed. The anchor is still seated in the forks of the tip that fractured. The blue/white suture still runs through the anchor. The blue suture is detached and has a frayed break on one end. The sliding ring has been pulled back, the lock is set, and the suture cleat has been exposed. Bio debris is present. A material characteristic found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the broken anchor include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the device dislodged include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.